Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was severely worn. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a procedure using the subject device, the following event occurred. It did not work even if the operator pressed the hand switch on the device (both of the two switches). The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, olympus found that the pad was severely worn.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was severely worn out, and it was partially torn. Appearance of the max button and the var button presented no abnormalities. Investigation was carried out by connecting aomori olympus usg-400,td-sb400 and the returned device to implement probe check. The result presented no abnormalities. When pressing the max button and the var button, it was able to activate the output and ¿click¿ was felt. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. According to information provided, the hand switch of the handle (both of two switches) did not work during pre-inspection. However, no abnormalities were presented. Condition of the subject device indicates sever wear of the tissue pad. This condition indicates that the output was able to activate. Due to the reason stated above, the phenomenon of the reported event could not be confirmed. Therefore, the exact cause could not be determined. A likely cause of severe wear of the tissue pad might be the following: the grasping section was closed, and the ultrasonic output was activated while nothing was grasped between the grasping section and the distal end of the probe. (This includes after tissue resection) this caused the tissue pad to severely wear out and tear partially. The above device handling has warned in the instruction manual.